Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they turned their ins off prior to a cardioversion procedure (procedure is not related to device/therapy), but saw a power on reset (por) message when they went to turn it back on. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). Patient then said their hcp's office was closed on date of initial report and (B)(6) 2019 so they want to get in touch with a manufacture representative (rep). The rep noted the patient will see their hcp on (B)(6) 2018-01-29. No patient symptoms were reported and no further complications have been reported as a result of this event.